Event description:
Veratta plugged into system and error message read bad connection. The wire was unplugged and plugged back in. The error message still persisted. A new wire was used and worked fine.